Manufacturer narrative:
(B)(4). Date sent: 4/2/2024 d4: batch # unk additional information no patient consequences yes these were in the same procedure and same patient an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device jammed and partially shut the surgeon could not close properly or release it in the normal way surgeon forced the gun open by pushing the closing handle out and it worked - changed the reload and the same thing happened a second time with the gun jamming replaced the gun. The second device after firing the reload, the anvil appeared bent and would not close parallel. In both cases black reloads were predominately used.

Manufacturer narrative:
Date sent: 4/29/2024.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # 493c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device (b) was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device closed without any difficulties noted. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 493c28, and no non-conformances were identified.